Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he was still draining in drain 4 of 4, drain volume 3483ml and increasing. The technical service representative (tsr) reviewed the therapy: continuous cycling peritoneal dialysis, total volume 11000ml, therapy time 9:00, fill volume 2200ml, last fill volume 2000ml, dextrose is same, 4 cycles. The drain volume reached 3705ml and the hc moved to last fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported difficulty of increased intra-peritoneal volume (iipv) was confirmed in the logs, but not duplicated during product analysis lab (pal) evaluation. No device failure or malfunction was identified during evaluation that would have caused or contributed to the iipv. The cause of the iipv was determined to be use error; clinician inappropriately set the minimum drain volume percentage setting to low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.